Manufacturer narrative:
(B)(4). Date sent: 01/23/2020. Additional information was requested, and the following was obtained: were there any patient consequences? No patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
It was reported that during a colorectal anastomosis, one staple didn't close completely. The surgeon had to make a suture with a thread.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/02/2020. D4: batch # t5ak7n. Device evaluation summary: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.